Event description:
The incident/defect was reported as: jamming and misfiring. It is unk when defect was identified. No pt injury reported.

Manufacturer narrative:
If sample or lot# become available, a follow-up report will be sent.